Event description:
The customer alleges that "handles flicker." No other details were provided and no patient injury/harm reported.

Event description:
The customer alleges that "handles flicker." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
Visual, functional and dimensional testing was performed on the returned product and the customer complaint was confirmed. A nonconformance has been opened to further investigate this defect.